Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to site to test the equipment. Representative reported that the imaging system was functioning normally. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, when attempted to perform a image acquisition, the system did not have any line power. It was reported that the system was plugged into 5 different outlets but the line power was not lit. Site mentioned that the on/off switch when turned to right kept turning past where it should have been and the power switch did not click back. The procedure was completed with the use of imaging. There was a delay of 10 minutes. No impact on patient outcome.